Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Cts provided complete pump reset information and guided the caller through the reset process, resulting in the successful initiation of the sensor session and no further display of error code.